Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The company rep found multiple faults and alarms in the fault journal including an iabp shutdown. The company rep replaced the main board ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the iabp's service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown and generated the "electrical test fails code #52". No patient injury was reported.